Manufacturer narrative:
(B)(4). Surgeon reported to johnson & johnson that he might have left too much meniscus near the hinge for the patient and that on the following day, he made sure to applanate more the patients and after doing so he did not have any side cut tag issues. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported that patient had sidecut tag issues near the hinge. He also mentioned the patient also presented post op with diffuse lamellar keratitis (dlk) due to the epithelial defects caused by the tags. Patient was treated with topical steroids. Dlk was resolving and patient was having trace dlk as of (B)(6) 2021. Patient was seeing 20/20 or better at the 1 week post-op visit.